Manufacturer narrative:
Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes were having air bubble, no report of medical interventions or serious injury.